Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached. Imdrf impact code f2301 captures the event of distal tip retrieved with a non-bsc retrieval device.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During procedure, the device was used to cauterize, and the distal gold tip detached inside the patient. A non-bsc retrieval device was used to retrieve the tip. Another gold probe was used to complete the procedure. There were no patient complications as a result of this event.